Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2018. The customer¿s blood glucose at the time of the incident was unknown and customer¿s current blood glucose level was 163 mg/dl. The customer stated that the she woke up in the morning and her blood glucose level was 458 mg/dl. Customer was not wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for the analysis.